Event description:
Caller reported a minimum fill notification. There was no reported adverse impact to the customer's blood glucose level. The caller initially faced difficulties with loading a cartridge but was able to resolve the issue by loading a second cartridge.